Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported backup alarm failure. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the central processing unit (cpu). The customer replaced the defective cpu and applied activation codes to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
It was reported that the issue was observed during testing. There was no patient or user harm reported. Therefore this complaint no longer meets reportability requirements.